Manufacturer narrative:
At this time, no additional information is available regarding this event. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient was admitted to the hospital due to prosthetic valve endocarditis. During the corrective procedure, the patient's implantable cardioverter defibrillator was moved to an abdominal position and connected to new epicardial leads. Subsequently, pacing impedances greater than 3000 ohms were noted on the new right ventricular lead. It was suspected but not confirmed that the epicardial lead implanted was not compatible with this ICD, and that the incompatible connection may have caused or contributed to the out of range impedance measurement. No adverse patient effects or interventions were reported. Currently available evidence suggests that the device remains in service.

Manufacturer narrative:
This report is being filed to update the adverse event/product problem type, the outcomes attributed to event, and the patient codes, as well as to update to description of the event or problem.

Event description:
It was reported that this patient was admitted to the hospital due to prosthetic valve endocarditis which had progressed to sepsis. During the corrective procedure, the patient's implantable cardioverter defibrillator (ICD) was moved to an abdominal position and connected to new non-boston scientific epicardial leads. Subsequently, pacing impedances greater than 3000 ohms were noted on the new right ventricular lead. It was determined that the epicardial leads implanted were not compatible with this ICD, and that the incompatible connection may have caused or contributed to the out of range impedance measurements. The patient was reportedly discharged on antibiotics. The following physician reportedly planned to evaluate the patient for potential revision after the infection had time to resolve. No additional adverse patient effects were reported. The ICD remains implanted, although it is not able to deliver therapy through the incompatible leads.